Event description:
The customer received control results of 183 and 189mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter's memory. No adverse event was alleged. The test strips were expected to be returned for evaluation new kit and strips were sent to the customer.